Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a very strange high pitched sound with no notifications or alerts. The customer's blood glucose level was unknown. The customer mentioned that the insulin pump had a blank display and the display returned after troubleshooting. The insulin pump later received battery out limit and they were able to clear the alarm. The insulin pump will not be returned for analysis.